Event description:
During use for cardiopulmonary bypass surgery, the air bubble detection system repeatedly alarmed and shut off the pump even though air was not present. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.